Event description:
While removing a lesion from the forehead, pencil caught on fire. Doctor put out fire by hand. No injury to doctor. Patient suffered a 2nd degree burn on forehead, the size of a quarter. Patient was told to apply ointment on it and come back for a follow-up in a week. After a week, the patient was evaluated and the burn was healed.

Manufacturer narrative:
No additional information is available at this time.